Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient thought their device did not seem to be working properly. It was reported that the therapy was effective and comfortable for a while, but then all of a sudden they had a change in symptom control. Patient reported they got a bug/sickness around the same time. When the patient left (B)(6) and got to (B)(6), they noticed trouble with pulsation and increased their stimulation. Patient clarified they were referring to having trouble with symptom control. Patient stated when they left (B)(6) on (B)(6) 2018 they experienced controllable bowel movements, but they were having symptom issues when they got to (B)(6). Patient mentioned they started at 3.2v and had tried going up to 7 something. During the call the patient was able to sync with their programmer and they were set to program 3 at 5.6. Patient inquired about how high stimulation could go. Patient mentioned they didn't always feel stimulation, expectations were reviewed. Patient increased to 6.2 and confirmed they were feeling stimulation. Patient was redirected to their healthcare provider if the problem didn't resolve to discuss symptoms and programming. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient was asked the cause of the sudden return of symptoms and they reported they weren't sure, but they believed the problem may have been associated with a flu bug. The device was not helpful. They stopped using the device altogether and had just activated the device again the day of the report. They further reported they planned to contact their doctor if any further problems developed, they thought they may need further reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported the cause of the sudden change of symptoms, as well as actions/interventions taken to resolve it was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.